Event description:
It was reported that the tip of the device broke during the procedure. The piece was recovered.

Manufacturer narrative:
Alleged failure: the tip of the rf 2 probes breaks. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force used when inserting or removing the probe, a probe inserted into an obstructed passageway, or any forceful impact to the tip of the probe with rigid objects. Non-conforming component, poor assembly process, misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the device broke during the procedure. The piece was recovered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.